Manufacturer narrative:
Additional information attempts were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to an unknown reason. Attempt to obtain additional information from the field was unsuccessful. No adverse patient effects were reported.